Event description:
It was reported that during procedure the cannulated impactor - short broke while impacting a tibia nail. This happened during use inside the patient. No delay to procedure. A s&n back up was available to complete the procedure. Any other issue that could affect the patient's condition was not reported by this event. Information was reviewed.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the cannulated impactor: short threaded tip is broken off. The broken piece was returned. The device shows significant signs of wear/usage. The device was manufactured in 2016. A medical investigation was conducted and per complaint details, currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. The product evaluation and a single photo provided, confirmed the device and the broken piece returned. Additionally, the product evaluation confirmed there were no manufacturing deviations that could have led or contributed to the reported incident. Therefore, since there was no reported delay or harm to the patient and an smith and nephew back up was available to complete the procedure; no further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.